Event description:
Zoll malfunction- when patient pads placed on patient the zoll read asystole, but when compression were started there was no reading of compression on the zoll. No heart rates, no compression prompts and no rhythm were seen. Zoll was switched out with another one and it read appropriately. The pads remained the same. Patient did expire.